Event description:
It was reported that the user experienced a prolonged low glucose event and subsequently consumed extra juice, which the user believed contributed to a separate high glucose event; records indicated the pump suspended insulin delivery during the low glucose drops, and troubleshooting and education were completed with a referral for additional training. Symptoms included low blood glucose. Outcomes included use of oral glucose for treatment. Investigation included review of user-reported blood glucose information and internal case documentation. Investigation of this case revealed no device malfunction, with findings consistent with hypoglycemia of unclear cause and appropriate automated insulin suspension by the pump. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.